Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-130mg/dl fasting. Verified test strips expire 07/27/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 244mg/dl and 224mg/dl. Reviewed meter memory: (B)(6). Customer not concern with any of the result reviewed from them the above memory results. Customer called in concerned with several high results approximately one month ago. Customer initially concern with 270mg/dl fasting morning result. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-130mg/dl fasting. Verified test strips expire 07/27/2017.confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 244mg/dl and 224mg/dl. Reviewed meter memory: (B)(6). Customer not concern with any of the result reviewed from them the above memory results. Customer called in concerned with several high results approximately one month ago. Customer initially concern with 270mg/dl fasting morning result. No adverse event reported.